Event description:
The customer received a blood glucose reading of 421mg/dl from his contour meter, re-tested on a different meter and received 189mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged control solution was sent to the customer for further troubleshooting. No product is expected to be returned at this time.